Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 600 mg/dl. A correction bolus via the pump and manual insulin injections were used to address bg. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy.